Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A representative of the customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose at the time of the event is unknown. The representative states that the customer had been in an accident and was in the hospital prior to the event, and that their supplies had been damaged, resulting in them experiencing diabetic ketoacidosis due to being unable to treat their diabetes. It is unknown if the customer had been on the pump at the time of the incident. The device will not be returned for analysis.